Manufacturer narrative:
According to the gore® tri lumen catheter instructions for use, adverse events that may occur and / or require intervention include stroke and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular treatment using a gore® excluder® iliac branch endoprosthesis, gore® excluder® aaa endoprosthesis, gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in zone 5 where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were used as branch devices in the visceral arteries. It was reported prior to the procedure; the patient's left renal artery was already occluded. During the procedure, there was a distal perforation in the right renal due to a 0.035" rosen guidewire. The perforation was resolved by placement of a non-gore coronary covered stent. The physician had right sided access due to the left subclavian being stenotic and already having an unknown stent in place from a previous surgery. The physician implanted all devices without any issues. Two vbx devices were implanted in the sma, three vbx devices were implanted in the right renal, and two vbx devices were implanted in the celiac. The patient tolerated the procedure. On (B)(6) 2025, it was reported the patient had a stroke and expired. The physician stated displacement of atheroma (plaque) in the arch, moved to the patient's head and legs causing the stroke.

Manufacturer narrative:
Correction: b3.